Event description:
It was reported that two years after a cryo ablation procedure, an echocardiogram was performed and atrial shunting was discovered. It was noted that it was likely a residual effect from the transseptal catheterization at the time of ablation. The patient had no symptoms or clinical significance. No further patient complications have been reported as a result of this event.